Event description:
It was reported that a patient experienced a pericardial effusion and hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While attempting to ablate the right inferior pulmonary vein, it was noticed that the patient's blood pressure was lower than usual. It was observed that the patient had a pericardial effusion. The procedure was stopped, and a pericardiocentesis was performed to solve the issue. The patient recovered from the event and was discharged home the following day post procedure. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.